Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694758 lead, implanted: (B)(6) 2008; product ID 5076-45 lead, implanted: (B)(6) 2003; 5076-35 lead, implanted: (B)(6) 2003; 6996sq58 lead x2, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during the implant procedure, after hooking up the chronic leads to the new device, it was observed that the pacing impedance on the right ventricular (rv) channel was reading at 0 ohms. After reinsertion of all leads in their ports and verifying that their respective pins were past their set screws, re-measuring the impedances yielded the highest value of 19 ohms. Testing of the rv lead through the analyzer yielded stable pacing impedances with low pacing threshold and good sensing. Again, hooking back up to the device still gave anomalous impedance readings of 0 and 19 ohms. Changing the pacing polarity to tip to coil still gave anomalous and unstable impedance readings. The device was attempted and not used. Another device was used. Insertion of all leads to the new device and subsequent testing yielded stable impedances on all channels, with rv pacing impedance being rock solid. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed during the analysis of the returned device the failure on the hybrid disappeared.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.